Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 85% stenosed target lesion located in the moderately calcified and moderately tortuous distal right posterior descending artery (pda) . Using a direct stenting technique, a 2.25x24mm promus element plus stent was advanced to the target lesion for treatment but could not cross the lesion. The physician was "pushing with some force and the device got hung up in the distal lesion in the pda". Next the physician pulled the stent out to pre-dilate the leison but noticed that a proximal stent strut had lifted. A 3.0x20mm apex balloon was then used to pre-dilate the mid and distal section of the vessel. Finally a 2.25x28mm promus stent was advanced and successfully deployed in the target lesion. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 85% stenosed target lesion located in the moderately calcified and moderately tortuous distal right posterior descending artery (pda) . Using a direct stenting technique, a 2.25x24mm promus element plus stent was advanced to the target lesion for treatment but could not cross the lesion. The physician was "pushing with some force and the device got hung up in the distal lesion in the pda". Next the physician pulled the stent out to pre-dilate the leison but noticed that a proximal stent strut had lifted. A 3.0x20mm apex balloon was then used to pre-dilate the mid and distal section of the vessel. Finallly a 2.25x28mm promus stent was advanced and successfully deployed in the target lesion. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Ae or product problem corrected from adverse event to product problem. Device evaluated by manufacturer: returned product consisted of a promus element plus otw stent delivery system. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive inflation pressure. The distal tip was damaged. There was stent damage to the first two proximal rows of struts, the eighth row and the sixteenth row of struts with the struts stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent and tip damage and the reported crossing difficulties. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).